Event description:
It was reported that during an unknown procedure, the device did not release a clip and the indicator was orange. Another device was used to complete the procedure. No adverse consequences reported. There is no additional information available.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Device fired through lockout, empty additional information: (B)(6).